Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed insulin come out however the numbers were not showing up on the screen like normal and the customer was unable to get past that step. It was noted that the reservoir was leaking when the plunger was unscrewed. Customer's blood glucose reading at the time of the call was 7.8 mmol/l. No further information reported.

Manufacturer narrative:
Two sealed reservoir were inspected and no anomalies were found. Testing was performed and no leaks were noted. Three opened and used reservoirs were inspected and no anomalies were noted. Testing was performed and no leaks were noted.